Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reported condition. The customer support engineer replaced the audio alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the alarm failed to activate and no malfunction may have occurred. This report is not an admission by nellcor puritian-bennett that this device caused or contributed to the event alleged in this report.